Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere 360 catheter and flexcath contour sheath, a pericardial effusion was noticed after the post-ablation map was performed. A blood pressure drop (hypotension) was observed, prompting monitoring of the pericardium, in which a slow effusion was noted with tamponade. The event was reported as not occurring during ablation, as ablation and remap were finished before the pressure drop was observed. An anticoagulant antagonist was administered and pericardial drainage was performed with drain placement; however, bleeding could not be stabilized with the drain alone. The physician suspected a right ventricular lead puncture by a diagnostic catheter during early pacing maneuvers for an unrelated study, and later reported that the tamponade was at the right ventricular lead apex with no injury on the left atrial body. The physician also suspected the bleeding worsened after the initial observation because the pericardial drain likely punctured the epicardium. Open heart surgery was performed and successfully stopped the bleeding. The patient outcome was reported as alive with injury, and follow-up information indicated the patient was recovering well from the surgery. The case was completed. No further patient complications have been reported as a result of this event.